Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the lower inner louver cover was bent and needed to be replaced. It was also noted the tube side rotor fan fin needed to be replaced. These parts were replaced and the imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported while opening the gantry during the procedure, it was making a ¿clunking¿ noise. The site was able to proceed with the surgery as planned. This issue occurred perioperatively and did not cause any surgical delay. There was no reported impact on patient outcome.